Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-13 below) as part of internal complaint handling activities. Patient age at time of event, date of birth, sex, and weight not reported. Date of event is unknown. The event is considered to be when the plate broke. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Brand name, model #, lot # and unique identifier (UDI) # are unknown. Implanted date and explanted date not reported. Concomitant medical products and therapy dates not reported. Initial reporter facility, telephone and fax not reported. Device bla number is n/a to this report. Na was not entered within this field as this caused technical errors to occur in previous MDR submissions. Device manufacture date is unknown. Correctional/removal number: n/a to this report. No files attached to this report. Investigation evaluation of similar complaints: the complaints log was reviewed to identify any similar events involving a gridlock plate breaking between (B)(6) 2019 and (B)(6) 2020. Two (2) similar complaints were identified. Of these two (2) identified complaints, the root causes were patient noncompliance and unknown. None of these related events can be confirmed to contain parts from the same lot number as the reported event as the lot number for the reported event is unknown. Device history record (DHR) review: DHR review was not conducted as part / lot number(s) are unknown or could not be narrowed down. In his product & services survey response, doctor 1 did not distinguish which gridlock plate this event occurred with. The sales representative was followed up with and stated that she is "unable to recall specifics in these deficiencies due to lapse in time". As there are various plating options available for the gridlock plating system, potential lot numbers could not be narrowed down to a significant or relevant amount. Thus, DHR review was not conducted. Review of surgical technique: gridlock plating system instructions for use, IFU 900-01-006 revision n corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU, so it is unknown if the physician / user was described to have followed the IFU. Visual and dimensional inspection no parts were returned, so visual and dimensional inspection could not be conducted. Simulated use testing limited information has been provided regarding the reported event. It is unknown if patient noncompliance occurred or if there were any abnormalities incurred during the implantation procedure. As a result of the limited information, simulated use testing was not performed. The sales representative was followed up with and stated that she is "unable to recall specifics in these deficiencies due to lapse in time". Investigation conclusion: there have been two (2) prior complaints pertaining to a gridlock plate breaking. One (1) of the prior complaints pertains to patient noncompliance. As this event did not explicitly report any patient noncompliance, the root cause cannot be definitively concluded as patient noncompliance. The other prior complaint had a root cause of unknown. Based on the limited information available regarding the event details, the root cause of this event remains unknown.

Event description:
On 09/23/2020, doctor 1 responded to the "2020 product & services survey" with a "poor" rating towards trilliant's gridlock foot plating system. In the required notes section, doctor 1 stated "past gridlock plating, I have had plates break." The trilliant surgical independent sales representative working with doctor 1 was contacted in regards to the report via phone to gain further clarification regarding the aforementioned statement. The sales representative reported doctor 1 has not experienced a gridlock plate break to the best of her knowledge recently for he is predominantly using trilliant's arsenal foot plating system and this occurred during a time a former trilliant surgical independent sales representative was working with doctor 1. The following email was sent to the sales representative as follow up to allow her to speak with doctor 1 in regards to the comment and to try and best obtain further information. "Hi [sales representative], thank you so much for chatting with me in regards to [doctor 1's] response on trilliant's 2020 product & services survey, provided below. 2 step hammertoe implant. I have had experiences with this implant not holding in the middle phalanx and coming out. Past gridlock plating, I have had plates break. [Doctor 1]. When we spoke, you mentioned you somewhat recollected these instances occurring awhile back when [x], a former independent sales representative for trilliant surgical, worked with him. Due to the lapse in time you were unable to recall anything specific regarding the reports above. Please follow up and let me know if you're able to pin point with [doctor 1] the exact case this could have occurred in or have any additional information regarding these for me to report. If not, please provide a response indicating no further information is able to be obtained!" On 09/26/2020, the sales representative confirmed via email correspondence that no further information could be obtained.